Manufacturer narrative:
The complaint is inconclusive as no sample was returned for evaluation. Therefore, no investigation or corrective action will be initiated, as root cause was not able to be determined. The complaint database will be monitored for further occurrences. A DHR review could not be done as no lot number was provided.